Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in (B)(6) notified biomérieux of potential discrepant identification results in association with the vitek® ms systems virtual machine (ref 423705 (B)(4)) when testing a fungi sample. The customer stated the vitek® ms identified a fungi sample as curvularia spicifera with 98.5% of confidence value. However, the vitek® ms system had previously identified the isolate as low-discrimination result between candida orthopsilosis, candida freyschussii and trichophyton rubrum from an extraction made three days before. The customer examined the fungi isolate via macroscopic and microscopic examination; results indicated the isolate was mostly likely a rhizopus species. Biomerieux customer service has requested customer files as well as sample handling technique. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in (B)(6) notified biomérieux of potential discrepant identification results in association with the vitek® ms systems virtual machine (ref 423705 (B)(4)) when testing a fungi sample. The customer stated the vitek® ms identified a fungi sample as curvularia spicifera with 98.5% of confidence value. However, the vitek® ms system had previously identified the isolate as low-discrimination result between candida orthopsilosis, candida freyschussii and trichophyton rubrum from an extraction made three days before. The customer examined the fungi isolate via macroscopic and microscopic examination; results indicated the isolate was mostly likely a rhizopus species. Biomerieux customer service has requested customer files as well as sample handling technique. There is no indication or report from the laboratory that the discrepant results led to any adverse event related to any patient's state of health.

Manufacturer narrative:
Biomérieux initiated an internal investigation in response to a customer complaint of the misidentification of a rhizopus spp in association with the vitek® ms systems virtual machine (ref. (B)(4), serial# (B)(6)) using knowledge base vitek® ms industry v3.1. The customer¿s isolate data and strain were requested but not submitted to biomérieux for investigation. Review of the customer¿s instrument fine tuning data found the instrument was in need of a fine-tuning at the time of the misidentification. The root cause of the misidentification is unknown, the customer strain and data were not submitted for investigation. No further assessment can be made.